Event description:
Prior to inserting in the patient and prior to use, the product (si brite tip 8f 35cm str - 401835m) had a damaged distal tip found during flush. Additional information indicated that it was the sheath tip that damaged and it was not completely missing. The missing tip was not seen in the package or in the plastic inner container. The product has been returned from the customer and will be sent back to you once it has been received. The product was not exposed to excessive heat, but it appears to have a piece missing from the tip. The product was new. The inner or outer package was not damaged. The product was stored per (IFU) instruction for use guidelines, and it was not re-shaped. Prior to noticing the defect, nothing was inserted through the distal tip. After the damage was noticed, no other damages were noticed on the device.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13420346 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No nonconformance records were issued for this lot, and no excursions were found for lot 13420346. The receiving inspection records for the used coextruded cannula bts (lot 0304080096) were reviewed, and this lot was deemed acceptable. The product is expected, but it has not been received for analysis. Additional information will be submitted within 30 days of receipt.